Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with the pump. The customer was advised to remove the infusion set from the body. The customer found that the cannula is bent. The customer was advised that this may contribute to high blood glucose. Customer declined to continue pump troubleshooting. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to monitor her blood glucose and with the new set change.